Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in b1(is product problem). B1: ticked to capture malfunction. The cause of the hemolysis was not determined due to insufficient clinical details and no product returned for analysis. The cause of wrong position issue was not determined due to insufficient clinical details and no product was returned.

Manufacturer narrative:
B5: additional event description added.

Event description:
Additional information was received that reported the device will not be returned. There was no reported intervention or any other harm or injury to the patient.

Event description:
A 62-year-old male with acute myocardial infarction complicated by cardiogenic shock (pre-support scai shock stage e) was initially supported with an impella cp placed percutaneously via the right femoral artery. During support, the device functioned as intended at p-8 providing 4.8 l/min flow with d5w sodium bicarbonate purge solution and no device alarms. A potential hemolysis event was identified based on clinical observations including tinted urine noted in dialysis and foley outputs. Pump speed was reduced to p-7, and position was assessed at 4.5 cm, described as slightly deep; however, no repositioning was performed. A traumatic foley catheter insertion was also suspected as a contributing factor. The impella cp was explained subsequently, an impella 5.5 was implanted surgically via the right axillary/subclavian artery. The patient remains on support at the time of reporting. The reported hemolysis was identified clinically without definitive attribution to device performance, and alternative contributing factors such as foley catheter-related trauma cannot be excluded. The patient remained stable following device exchange and continues on impella 5.5 support.

Manufacturer narrative:
A6 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.